Event description:
Customer reported the system is making exposures when it shouldn't. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and replaced the handswitch. System operates as intended.